Event description:
It was reported that the lead apparently dislodged the same day of implant. It was noted that there was an increase in the capture threshold, decrease in sensing value and also ectopy was noted on the telemetry. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.